Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found cuff leakage before using on patient when in a clinical setting before using on patient. It was changed to a new one. No impact on patient.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and the products were meeting the released specifications. It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one. No impact on patient. Involved 1 pc." One actual sample was returned for investigation. Visual inspection was performed on the sample and found no abnormality. The cuff was inflated using endotest at 25mbar and it was able to maintain its pressure at 25mbar. The cuff was then placed under water for a water leak test and there were no bubbles flowing out from the cuff indicating no leak. In conclusion, the complaint reported cuff leak during clinical setting before use on patient. One piece of actual sample was returned for investigation. Based on the investigation conducted, defect mode could not be confirmed.

Event description:
It was reported that the doctor found cuff leakage before using on patient when in a clinical setting before using on patient. It was changed to a new one. No impact on patient.